Event description:
A peritoneal dialysis (pd) patient reported there was a fluid leak associated with a pd treatment. There was an air detected in cassette message during an unknown phase of treatment. The patient stopped treatment and when the cassette was removed there was fluid on the external cassette and in the cycler pump module area. The patient was advised to let the cycler air dry, but the patient wanted a new cycler instead. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient is doing well with no harm, intervention or adverse effects associated with the leak. The patient did get a new cycler. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there was a fluid leak associated with a pd treatment. There was an air detected in cassette message during an unknown phase of treatment. The patient stopped treatment and when the cassette was removed there was fluid on the external cassette and in the cycler pump module area. The patient was advised to let the cycler air dry, but the patient wanted a new cycler instead. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient is doing well with no harm, intervention or adverse effects associated with the leak. The patient did get a new cycler. The cycler set is not available to return.